Manufacturer narrative:
(B)(4) evaluation: the display head assembly (p/n 77-3016-001w, s/n (B)(4)) was returned for evaluation. Visual inspection of the display head assembly was performed and found no obvious damage or defect. The display head assembly was installed onto the known good autocat2w and functional evaluation was performed. The display head in question passed functional testing. Every button on the display head were pressed multiple times (wait for 10 seconds on each press) when the pump was powered; and no alarms or errors were occurred. The pump was then left to run for four hours with no alarms or errors. The display head was shook while the pump was pumping with no alarms or distortion observed. Visual inspection of the display head assembly internal hardware was performed and no abnormalities were found. All connectors were proper seated. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Other remarks: conclusion: the reported complaint of "alarm, system error 7" was confirmed based on the detail provided to the clinical support sp ecialist; however, the reported problem could not be replicated at teleflex (B)(4) during the evaluation. The display head assembly passed the functional test. The root cause of the reported complaint is undetermined.

Event description:
It was reported via a call report from the rn in the intensive care unit that a patient was received and about one hour later the intra-aortic balloon pump (iabp) began to alarm "system error 7 (5) keyboard malfunction. The iabp was alarming for several minutes, but was still pumping. The clinical support specialist (css) verified that the alarm was not able to be reset and was constant. The css instructed the rn to power off the iabp and then turn back on. The alarm began immediately with the same message and he was not able to resume pumping. The css walked the rn through exchanging the iabp and the fiberoptix sensor (fos) mean arterial pressure (map) calibration. Pumping was resumed after a five minute delay. The iabp was running with no issues after several minutes and the rn stated everything appeared to be appropriate. The original iabp was to be sent to biomed. Additional information per field service report: symptom - preventative maintenance (pm) due. System 7 error. Findings/action taken: sent display head which fixed the system 7 (keyboard) error. Performed pm & functional checks. Passed all pm & functional checks. Software level: 2.24.

Manufacturer narrative:
(B)(4)

Event description:
It was reported via a call report from the rn in the intensive care unit that a patient was received and about one hour later the intra-aortic balloon pump (iabp) began to alarm "system error 7 (5) keyboard malfunction. The iabp was alarming for several minutes, but was still pumping. The clinical support specialist (css) verified that the alarm was not able to be reset and was constant. The css instructed the rn to power off the iabp and then turn back on. The alarm began immediately with the same message and he was not able to resume pumping. The css walked the rn through exchanging the iabp and the fiberoptix sensor (fos) mean arterial pressure (map) calibration. Pumping was resumed after a five minute delay. The iabp was running with no issues after several minutes and the rn stated everything appeared to be appropriate. The original iabp was to be sent to biomed. Additional information per field service report: symptom - preventative maintenance (pm) due. System 7 error. Findings/action taken: sent display head which fixed the system 7 (keyboard) error. Performed pm & functional checks. Passed all pm & functional checks. Software level: 2.24.